Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received super poligrip extra care with poliseal (B)(4) gel for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the patient experienced anemia and thyroid disorder. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. The consumer reported that she has been using super poligrip extra care with poliseal for years and years and that she had her blood work done about two weeks ago and it came back showing slight anemia and a "thyroid problem". Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).